Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of stryker gmrs10x102mm stem, 40mm ext piece and due to aseptic loosening. Sleeve and poly changed also. Revised to adler segmental stem with collar and custom 35mm adaptor (from adler stem to stryker distal fem gmrs component).